Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the information provided from the investigation, the probably cause of the reported event was most likely attributed to failure of the k-connector unit. However; a definitive root cause could not be determined olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During the device evaluation, the high flow insufflation unit exhibited a gas leak from the k-connector unit. There were no reports of patient involvement.